Event description:
Pt woke up screaming and crying in discomfort. Parent observed a circular, bright red, cigarrette like burn at the location of the grained green electrode. Pt was treated with antibacterial soap and polysporin. Scarring of tissue was observed. Rptr states that respiratory therapist told her they had seen this event before. Parent is concerned; she also states that the respiratory therapist also told her that the MFR continues to sell these electrodes until the newer, redesigned ones are available (6 to 8 weeks).